Event description:
It was reported that this left ventricular (lv) lead recorded noise oversensing. Technical services (ts) reviewed the device data and advised to perform provocative maneuvers, isometrics, and x-ray imaging to assess the lead integrity. It was also mentioned that the lv pace impedance and threshold have been relatively stable throughout the past year, with some fusion events identified in the lv threshold in the past month. In addition, ts discussed to consider changing the sensing configuration of the lv lead to other vector and to keep monitoring the patient via latitude. The lv lead remains in service. No adverse patient effects were reported.